Event description:
The tibial component was explanted for unknown reasons.

Manufacturer narrative:
The tibial component can not be evaluated as it has not been returned to co but rather has been discarded by the hospital. Attempts to obtain cat. # and lot code info have been unsuccessful.